Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial laparoscopic gastrectomy, when the reload was connected to the handle, the surgeon tried to fire the device but it did not move. The cartridge was replaced with a new one to complete the case. The status of the patient was reported as no problem.